Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs sys on (B)(6) 2011. It was reported the pt started having left leg pain and left leg numbness which was not present prior to the sys implant. The pt had coverage of painful areas but reported the pain was present when stimulation is both on and off. Pt has history of complex reg pain syndrome (crps) on the left side of her upper body. The pt was taken to the emergency room for left leg pain and numbness. Pt did not report any falls or extreme movements. The physician recommended a series of physical therapy sessions which has thus far helped in resolving symptoms. Further f/u on the pt indicated she is doing well. No further info is available at this time.